Manufacturer narrative:
This product was submitted in error and is a duplicate report already reported in com-057580. Depuy considers this investigation closed at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Information received from (B)(6). Formal claim received regarding pinnacle hip implants. The claimant was advised that this hip joint is defective and leaking cobalt and chromium inio into his blood stream, and an MRI scan revealed the proximal femur has developed osteolysis. Revision has not taken place to date.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time.should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.